Event description:
The user received erroneous folate results for two patient samples drawn in (B) (6) 2009. Sample 1 initial result was 11.6 nmol/l and the repeat result from the architect analyzer was 6.4 nmol/l. Sample 2 initial result 9.7 nmol/l and the repeat result from the architect analyzer was 4.1 nmol/l. No information was provided to determine if the erroneous results were reported or if the patients were adversely affected due to the results. The folate reagent lot number was 154624. As part of the investigation, the samples were retested and a result of 7.8 nmol/l was received for sample 1 and a result of 6.1 nmol/l was received for sample 2. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
It was unknown it the initial reporter sent report to the FDA.

Event description:
It was reported to boston scientific corporation that a radial jaw hot 3 single-use biopsy forceps was used during a colonoscopy/polypectomy procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the physician noticed that the device caused a burn in the colon approximately 5-7cm from the distal tip of the device. The procedure was completed with another radial jaw hot 3 single-use biopsy forceps device. The patient is being observed and his condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The investigation determined it was very unlikely that elevated results were caused by an interfering factor to ruthenium. The results also were not influenced by an interfering factor to the idiotype of the assay antibody which was identified in the sample. Sample interference represents a rare, sample specific immunological interaction between a particular human serum sample and an essential, active component of the assay reagent formulation. It was assumed to be independent from the assay reagent lot and the instrument type used. No adverse events were reported.